Event description:
A customer reported a crack in the pump, frequent no signal alerts, and difficulty in connecting the charging cord, indicating possible usb port damage. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up from technical support, and no further information or assistance could be provided. The customer's pump was noted to be out of warranty, and they were in the process of renewal.